Event description:
Boston scientific received information that this patient with a history of prosthetic heart valve replacement, stroke, and two other major cardiovascular surgeries, had this pacemaker implanted and died 37 days after implant. The patients wife called boston scientific three years later and discussed with patient services (ps) her displeasure with the way the physician handled the explanation of the pacemaker implant procedure and function of the device before the device was implanted. She feels that her and her daughter had additional questions but were ignored. Ps discussed the potential criteria for implanting this pacemaker, atrial fibrillation being a possible criteria needed for implanting this single chamber device. The wife stated her husband did have chronic atrial fibrillation. Ps also discussed potential pre-implant symptoms like slow heart rate, dizziness, lightheadedness/faint and the wife stated her husband had these symptoms. It was reported that the patient had a modification to his device, which was working normally, two days before he died along with a slight infection at the incision sight that was noted by the patient's physician to be of no concern. The patients spouse wondered if the device was programmed correctly and noted that she could hear her husbands valve slowing the day of his death. No specific allegation was made against the performance of the device.

Manufacturer narrative:
This device has not been returned and no additional information is available at this time. If additional information becomes available, this report will be updated.